Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the site confirmed that the pump malfunction was related to the inversion and was not a separate event. The event date was (B)(6) 2016.

Event description:
Additional information was received from a healthcare provider via psr. It was anticipated that the pump malfunction occurred shortly after the refill on (B)(6) 2016 due to the reservoir residual volume of 19 ml. Additional information has been requested to clarify the timeline.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Product ID: 8590-1, lot# n536613, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: accessory. Analysis of the pump revealed no anomaly. Analysis of the catheter revealed the catheter body had significant twisting that may have affected infusion. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient receiving compounded baclofen 500 mcg/ml (dose 110.00 mcg/day) via an implantable infusion pump. Indications for use included intractable spasticity and multiple sclerosis. It was reported that during a patient visit on (B)(6) 2016, during examination and when attempting to refill the pump, it was noted that the pump had flipped in the pocket. Diagnostics included catheter access port (cap) contrast study on 03-28-2016, in which they were unable to aspirate or inject through the side port. The patient's clinical diagnosis was increased spasticity. There was also a volume discrepancy where the expected volume was 3.1 ml, and the actual was 19 ml on (B)(6) 2016. It was noted it was likely that the catheter was occluded/twisted from the flipping of the pump in the pocket. The programming date from the most recent refill prior to the event was (B)(6) 2015. The patient had a "major" seizure episode on (B)(6) 2016, and a significant weight loss. The healthcare provider (hcp) thought that the seizure the patient had in (B)(6) may have been baclofen withdrawal, but "her low dose kept it from being worse." Interventions included entire system replacement on (B)(6) 2016. Surgical observation noted the catheter was twisted several times which was totally occlusive. The etiology was reported as related to the device or therapy; specifically to the lumbar/pump portion of the catheter, and was not related to the implant procedure. The outcome was resolved without sequelae as of 04-19-2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.